Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: this synthes (B)(4) herewith declares that the examination of the raw-material testing certificates and the manufacturing papers for the below listed article showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard (B)(4). Article 356.821 reamer ø 11.0mm, f/pfna blade lot no. Sx403278m reamer was manufactured in january 2007, (B)(4) parts according to our specifications. All devices were sold meanwhile and we are not aware of any quality problems or failures caused by a faulty product. The broken reamer was not sent back for evaluation, which makes it impossible to determine the exact cause of this occurrence. Based on the provided information it was likely that a combination between the very sclerotic bone, not using a drill sleeve and the bent guide wire did lead to the breakage of the reamer. Complaint is confirmed as the breakage is visible on the received pictures, but the provided information and the positive DHR review speak against a product related issue. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: manufacturing site: (B)(4). Supplier: (B)(4). Manufacturing date: 05january2007. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The complainant pfna blade was not returned and therefore could not be evaluated. However, a visual inspection of the product pictures was conducted. Those images, along with the complaint description itself, were used to generate a possible rationale for the circumstances encountered. An official evaluation/investigation could not be conducted, however, as the device in question was not returned. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that the reamer was used over the correct 3.2mm wire to ream the femoral head to allow acceptance of the proximal femoral nail anti-rotation (pfna) blade. During the reaming part of the tip of the reamer chipped off inside the patient. The patient had very sclerotic bone which the surgeon noted was very hard in places. As a result, the 3.2mm guide wire was being deflected and bending as it was inserted. Despite multiple attempts they could not get the wire to go in straight. The reamer tip broke as it was forced against the guide wire. It was reported that the patient was suffering from cancer. The reamer was used without the use of the drill sleeve. This is report 1 of 2 for (B)(4).